Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump had operating currents within the specified range and passed the off no power test. The insulin pump was monitored and tested with unexpected battery alarms were noted. The insulin pump was received with a cracked battery tube threads, a cracked reservoir tube lip, cracked case near the display window corners and a cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus delivery. It was also found the customer received a off no power alarm along with a bad battery alert. Customer's blood glucose was 142 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated, they were unable to complete the rewind sequence because, a failed battery test alarm occurred. Customer also reported they used three batteries in the last three weeks. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.